Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial impactor cracked when hit with the mallet. Update jun 22, 2016 - follow-up from the sales rep indicates the instrument was cracked but still intact.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. The investigation could not verify or identify any product contribution to the reported event without the device to examine; however, the initial reporting stated the tibial impactor cracked when hit with the mallet. The device is not designed to be impacted with a mallet. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.